Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, displayed a battery status of elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. The device had only been implanted 29 months. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. The boston scientific crm technical services consultant recommended that this device be replaced within one month of reaching elective replacement indicator (eri) and that a disk analysis be done. No disk analysis has been done to date. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. Subsequently, analysis was subsequently performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.